Event description:
It was reported that the pulse generator was in back-up mode. Several attempts to perform a download failed. Interrogation of the device was unsuccessful. In october 2007, the measured battery data was 2.67 v, 15ua, 7.5 kohms and about seven months remaining longevity. The device was subsequently replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.